Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user saw glucose readings on the freestyle libre 3 plus mobile app but not on the ilet system, after which the pump indicated dosing stopped; the user was advised that the sensor can pair to only one device, deleted the third-party app, applied a new sensor, and successfully initiated warmup and bg run per instructions. No reported adverse clinical effects and stable blood glucose during the call. Outcomes included temporary interruption of automated dosing and user-initiated manual blood glucose entry of 175 mg/dl to resume dosing. Investigation included user education, app pairing verification, and sensor replacement with re-pairing to the ilet mobile app. Investigation of this case revealed that the loss of glucose data on the ilet was due to the sensor being paired to another device, which prevented communication to the pump until the sensor was replaced and paired correctly. It was concluded that the device functioned as designed and that user setup with a conflicting app connection led to dosing suspension until corrected.